Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6. Reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Age: (B)(6). Concomitant medical products: 00875705401 61914273 shell with cluster holes porous 54 mm o.d. Size jj for use with jj liners, 00771101300 61930813 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 standard offset. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05328.

Event description:
It was reported the patient underwent an initial total hip arthroplasty. Subsequently, the patient suffers from lumbar back pain and recurrent trochanteric pain approximately seven years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.